Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that since implant date, patient noticed that the ins did not seem to have the same results as trial which he stated worked fantastic. Patient mentioned that when he met with the manufacturer's representative (rep) after 3 times for routine programming, nothing that she put new settings in, but patient was not really sure they were working. Patient stated about 3 weeks ago he turned off the ins because he was not sure if it was helping but 3 days ago he started using it again because he was having so much back pain. Pss reviewed that the patient could consider increasing the intensity and patient responded by saying that if he increased the intensity too much he got "jolts" in his legs. Pss advised patient to keep intensity at level that was comfortable and redirected him to his hcp to check ins and/or reprogram. No further complications were reported/anticipated.